Event description:
The guide catheter was introduced over a .035j guidewire. The catheter tip was visualized on the fluroscopy. The physician was unable to engage right coronary artery, catheter was removed. Physician noticed the tip of the catheter was missing. Pt was sent to take x-rays to locate the catheter tip. The catheter tip was not found located in the right peroneal artery.